Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board battery and cleaned and regreased the high voltage cable connectors. The system operates as intended.

Event description:
The customer reported that the system intermittently locked up. There is no report of patient injury or death.